Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to flattened dome switch on esc button (creased). The insulin pump had a severely scratched display window, cracked reservoir tube, cracked reservoir tube window and cracked case at display window corner (lower right corner). The insulin pump was received without belt clip. Analysis was unable to verify damage to belt clip. No damage noted on belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 154 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.